Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from the importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implant include urinary tract infection, frequent urination, pain and spotting with intercourse, pelvic pain, bacterial vaginosis, lower back pain.